Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with some moisture on the lens. There was clear surgical residue/ debris on the product. Visual inspection found no visible damage to the lens and presence of red residue on the lens. (B)(4).

Manufacturer narrative:
This product is not manufactured in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -5.50 diopter in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a shorter lens due to excessive vaulting and the problem was resolved. The patient's post-op best corrected visual acuity (bcva) and uncorrected visual acuity (ucva) were found to be 20/20.